Event description:
The patient's wound reportedly was not healing after 12/2003 cochlear implant surgery. The pt was seen at the center. In 01/2004 (exact date not given) due to dehiscence of the skin flap, the surgeon performed revision surgery. Permanent sutures were placed along the length of the post-auricular crease. The patient's device remains implanted.